Event description:
During a procedure with the tenex system, there were 2 instances of a portion of the microtip needle separating from the rest of the handpiece. Another handpiece was used to complete the procedure. There were no patient complications reported.